Event description:
It was reported that this pacemaker system had inappropriate atrial tachy response (atr) episodes due to far-field oversensing. Technical services discussed cross chamber blanking to cover it up. At this time, the device remains in service. No adverse patient effects were reported.